Event description:
It was reported that during a da vinci si hysterectomy procedure, while dissecting the broad ligament the surgical staff reported seeing an exposed wire on the pk dissecting forceps instrument. The pk dissecting forceps instrument was noticed to not be functioning properly and was pulled for visual inspection. Fragments were reported falling into the patient. The instrument fragments were retrieved and the planned surgical procedure was completed successfully. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken wire is confirmed with the following clarification: drive cable is broken. Conductor wires are intact and undamaged, but the pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.